Manufacturer narrative:
Concomitant medical products: product ID mdt-lead, implanted: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during use the right ventricular (rv) lead exhibited noise. It was also reported that the right atrial (ra) lead exhibited noise. Review of additional information indicated the rv lead and ra lead loss of outer insulation integrity issue. The rv lead and ra lead remain in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. If information is provided in the future, a supplemental report will be issued.